Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the information received, at the introduction of the sheath on the guide, the distal end of the guide dissociated; preventing its progression. A ureteral false road lead to surgeon redoing the road. No clinical consequences for the patient. Change of device. Complaint was received, no further investigation requested